Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was getting incorrect readings from the transmitter. Blood glucose level reading appeared to be around 300 mg/dl, but customer stated that it was in fact 40 mg/dl. The customer stated that he did not receive any error messages, just incorrect readings. The transmitter was replaced and returned for analysis. The insulin pump was not replaced or returned for analysis.